Event description:
It was initially reported that the balloon would not stay inflated. Additional information from the director of surgical services indicated that the balloon was tested before use and appeared fine; however, it appeared not to stay inflated when in the patient, and "the wall between the atriums was damaged. A valve replacement was going to be performed on the patient and at that time a surgical repair was completed on the atrium wall during valve replacement. The patient is doing fine." It was not possible to clarify whether there was injury to the cardiac septum or if the repair was pre-planned due to preexisting pfo or asd; it is unknown if an adverse event actually occurred.

Manufacturer narrative:
The catheter is being held at the hospital and is not available for return at this time. While perforation of the pulmonary artery is a known complication of pa catheter usage, perforation of the cardiac structures is more rare, but not unheard of. With such limited information, it cannot be determined if clinical factors contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5 cc limited volume syringe. The original complaint of inflation difficulty was confirmed. A tear was observed on the balloon approximately 0.025" in length, proximal of the distal bond. Crazing was also observed on the balloon latex. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body. No evidence of a manufacturing nonconformance was found. No additional information, related to the adverse event in the report, was obtained from the product evaluation. There is no indication that the balloon leakage contributed to the septal damage reported. No new conclusions are drawn. No actions will be taken at this time.